Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jan-2023. H6: investigation summary thirteen samples were received in a separate bag with a claim of damaged. After visual inspection, it was observed that seven samples had some small cracks and scratches around the barrel. The observed conditions were non-conforming per product specification. Potential root cause for the deformation defects with the molding process. A device history record review was completed for provided lot number 1331232. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 16 bd luer-lok¿ syringes had damaged pistons. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter, translated from dutch: "damaged exterior piston x 16"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16 bd luer-lok¿ syringes had damaged pistons. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter, translated from dutch: "damaged exterior piston x 16"